Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a smartsite leak from connection of a secondary IV set to a primary IV tubing. The patient was receiving azacitidine 140 mg in normal saline to infuse over 15 to 20 minutes. There is no report of patient or provider harm.

Manufacturer narrative:
Concomitant medical products: 250ml bag of 0.9% sodium chloride; 140mg/100ml bag of azacitidine in a 100ml 0.9% sodium chloride 100ml; therapy date (B)(6) 2015. The customer¿s report of a smartsite leak from the connection of a secondary IV set to the primary set was not confirmed. No anomalies were observed on the sets during visual inspection. Functional and pressure testing was performed and was not able to replicate a leak. The root cause of a smartsite leak from the connection of a secondary IV set to the primary set was not identified.